Event description:
In 2008, the pt called to ask if he could use his chest as an infusion site. He stated that he uses the "sandwitch" method with the opsite IV 3000 dressings, but the dressing is "shriveling up" and the infusion site falls out. He uses the back of his thigh and upper buttocks as infusion sites. He stated that he exercises frequently and sweats a lot. About 6 days prior, the infusion site fell out and his blood glucose elevated to 180 mg/dl. He give himself a 2.5 unit shot of insulin to lower his blood glucose. He stated that he uses the infusion site for 2-3 days. He was advised to change the site every 2 days. He was sent liquid adhesive and replacement infusion sets. Further attempts to f/u with the pt were unsuccessful. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.